Manufacturer narrative:
Lot number: the customer reported two potentially associated lot numbers, sr17k13027 and sr17h29053. A batch review was conducted for both potentially associated lots and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked during infusion of rituximab. The device was being used with an unspecified infusion pump. The set was connected to a 3 way adapter which was connected to the patient¿s peripherally inserted central catheter (PICC) line. There was no patient injury or medical intervention associated with this event. No additional information is available.